Manufacturer narrative:
(B)(4). Concomitant medical product: guide wire: balance middleweight universal ii. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection is listed in the xience prime eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however, the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal diagonal artery with mild tortuosity and moderate calcification. A 2.5x12 mm xience prime stent delivery system was advanced and the stent was implanted. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. A 2.5x12 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.